Event description:
It was reported that the right ventricular (rv) lead was suspected of not being fully inserted into the header of this pacemaker. This newly implanted system had noise oversensing resulting in pacing inhibition. The patient is not pacing dependent, and no bradycardia or asystole was noted as a result. A chest x-ray was performed, and technical services (ts) noted that it was not clear if the pin was completely engaged in the device header. In addition, there was a period of suspension during automatic thresholds noted, however no loss of capture was confirmed. Ts provided troubleshooting recommendations. Upon the suggested provocation maneuvers, no noise or pacing inhibition was able to be reproduced. Continued monitoring is expected at this time. No adverse patient effects were reported.